Event description:
The customer received control results of 240 and 235mg/dl on his breeze2 meter. He also ran control tests during the call and received results of 241 and 239mg/dl. The normal control range was 100-137mg/dl. . No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.